Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the device was received loaded with a fully fired 3.5mm sulu. The clinical instrument was received. Functionally; the sulu was reset and inserted into the instrument. The jaw closes smoothly. The pin slide advances fully and aligns properly with the hole. The instrument and sulu were cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, the first reload had no staples in it. It also fired off center to the anvil. A new ta was used to complete the case. There was no patient injury.